Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was alarming and vibrating at random time. Customer's blood glucose value was 153 mg/dl. Customer also stated that no delivery alarm but insulin was exited. Customer also reported cannula was bent. The insulin pump will not be returned for analysis.